Event description:
Arjohuntleigh has received as initial input the customer claim that the device's side rail was broken and as a result on (B)(6), the pt fell out of bed. It has been indicated that the device was defective at the time of delivery (on (B)(4)). It is indicated by the arjohuntleigh representative that supplied the device, that this was clearly indicated to the facility on delivery and therefore the facility was aware, pending further resolution, and asked not to use the device with pt. Nevertheless, the indication we have today is that the device was used with a pt. Fortunately, as a result of the event the pt has not suffered any injury. We are currently investigating and attempting to confirm this initial info.

Manufacturer narrative:
When reviewing similar reportable events for kinair family range, we have found only few cases concerning side rail issue and unintentional patient exit from the bed. The product involved in the incident is part of the arjohuntleigh USA rental fleet - each device in this fleet is checked before being released for a rental period with the next customer. One of the steps of this check is to verify the functionality of the side rail - in particular smooth movement and locking operation. The device must be in full working condition in order to pass the test and be cleared for dispatch. Based on the information collected to date and the result of the device evaluation conducted after return of the unit to the service center, we have been able to confirm the alleged malfunction - the upright on the rail assembly was bent toward the patient surface, preventing the rail from locking in the up position. Unfortunately, during the investigation, it appears the information received from the arjohuntleigh service technician and that of the customer appears to contradict, and there appears to be no reliable method of establishing which version is correct: it has been indicated by the customer that the side panel was defective at the time of delivery. Still according to a documented customer statement, they were informed not to use the device, yet they did. As a result, it appears the event occurred. In accordance to information provided by the technician who delivered the bed to the facility, a functional test was conducted after taking the device out of truck, before delivering it to the hospital. During that test, the technician had noticed that the lower side rail was sticking/jamming - as a result an adjustment to the side panel was done. The recheck of the device's operation was done before releasing the device for use - the bed worked as intended. The nurse was informed by the technician of nothing more than that if any problems with the device were to occur, arjohuntleigh is to be contacted. This version of events seems to imply the bending of the part occurred after delivery, during use : it has been suggested by the technician inspecting the device, that this kind of bending taking place, may be the result of external forces which may have occurred e.g. During delivery, pick-up of the device or as a result of a collision with any other equipment. The technician who delivered the bed has been made aware of this specific situation. The design of the kinair medsurg bed is that there are two split safety sides on each side of the bed that provide a barrier from the top of the head section to approximately below the knee, leaving a gap at the foot end of the bed which allows the patient to exit the bed when needed. In accordance to the quick reference guide (e.g. (#409031-ah rev. B, dated on 08/2014), which is attached to each rental kinair medsurg bed, the following recommendations are given to the operator of the device - use or non-use of restraints, including side rails, can be critical to patient safety, serious injury or death can result from non-use (potential patient falls) of side rails or other restraints. Whether and how to use side rails is a decision that should be based on each patient's need and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind. It is recommended that side rails (if used) be locked in the full upright position when the patient is unattended, and to make sure a capable patient knows how to get out of the bed safely in case of fire or emergency. Additionally, to minimize the risk of injuries from falls, the patient surface should always be in the lowest practical position when the patient is unattended. In summary, the device failed to meet its specification. A part was bent and as a result caused the side panel not to hold, which in turn caused the event. The device was used at the time of the event and therefore did play a role in the event (patient had fallen from the device). Fortunately, the patient has not suffered any injury. Unfortunately, due to conflicting indications found during our investigation, we could not establish if the involved part was damaged before or after delivery to the customer. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc and any medwatch reports will be submitted under registration. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4)'s complaint handling establishment and any medwatch reports will be submitted under registration. Additional info will be provided upon conclusion of the investigation.